Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a communication failure error and a control panel error messages. No pt injury was reported.